Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply b335 board for the image intensifier power supply was replaced and adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an issue with the b335 image intensifier power supply printed circuit board and would not display an image. No pt injury was reported.